Event description:
It was reported that during a breast biopsy procedure, after application of the clip, the tip of the clip broke off and remained in the patient's breast. The customer disposed off the device, no device will be returning. Additional information: the introducer tip will not be removed from the patient's breast. The biopsy results were benign. There were no other interventions necessary, the patient experienced no complications so far.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.